Event description:
It has been reported that a farawave pfa catheter was selected for use for an atrial fibrillation (a fib) ablation procedure. A perforation causing a pericardial effusion, along with hypotension occurred, procedure completed. During the procedure, while the ablations were being delivered, the anaesthesiologist noted that the patient's pressure was lower than usual. The procedure was continued since the patient was in stable condition; however, they noticed that the pressure was not increasing and needed to stabilize the patient. Upon completion of the ablation, the physician noted that there was a large effusion, which was not seen at the start of the case. Immediately, the hospital staff prepped to perform a pericardiocentesis. Once the physician was able to slightly stabilize the patient, they moved her to the or in order to close her heart. The physician believes that the transseptal wire may have caused a puncture because they noticed on fluoroscopy that the wire was in the right ventricle, rather than the atrium. Product return status is currently unknown.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It has been reported that a farawave pfa catheter was selected for use for an atrial fibrillation (a fib) ablation procedure. A perforation causing a pericardial effusion, along with hypotension occurred, procedure completed. During the procedure, while the ablations were being delivered, the anaesthesiologist noted that the patient's pressure was lower than usual. The procedure was continued since the patient was in stable condition; however, they noticed that the pressure was not increasing and needed to stabilize the patient. Upon completion of the ablation, the physician noted that there was a large effusion, which was not seen at the start of the case. Immediately, the hospital staff prepped to perform a pericardiocentesis. Once the physician was able to slightly stabilize the patient, they moved her to the operating room in order to close her heart. The physician believes that the transseptal wire may have caused a puncture because they noticed on fluoroscopy that the wire was in the right ventricle, rather than the atrium. It was further reported that no surgical interventions were required, and the patient made a full recovery.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.